Manufacturer narrative:
Submit date: 07/09/2017. The lot number that was originally provided by the customer was not valid. The correct lot number is 16m022562. Based on the correct lot number, the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the criteria for in-process inspection. This evaluation is performed at a tightened sample size for miscounts. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. However, a possible root cause may be that the scale challenge for weight count was not set up correctly on the autobanders. Added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. This product originates from our manufacturing facility, and is then shipped to another source to be used; it is also possible that the sponges could have been miscounted during the outside process. A corrective and preventive action (CAPA) was initiated to address the reported issue. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. An additional CAPA was opened to optimize the autobander process. A rotation of stacked sponges will be removed from the process and validation activities will be performed. The production department will also be notified of this incident with a copy of this complaint response. Finished goods¿ testing is currently being performed at a heightened level for products packaged using banded 10¿s for miscounts. This heightened testing is performed to ensure containment for the reported condition. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
The customer states that there were 8 count instead of 10 count in the gauze.